Event description:
An operator was trying to move a tube on an advia 1650 while the instrument was running, and was struck by the sample dilution (dpp) probe. The probe arm was bent and the operator's skin was pierced. The operator went to the emergency room for medical assistance and was given a tetanus shot. The operator then returned to work.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The injury was caused by operator error. Product labeling warns not to touch moving parts. The fse repaired the bent dpp probe arm damaged during the customer incident. The instrument is performing within specs. No further eval of the device is required.